Manufacturer narrative:
The pump was received with critical pump error alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. The pump was unable to verify low battery alarm due to critical pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s battery was depleting very fast. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced rapid battery depletion, with the battery lasting only 1¿2 days. The customer reported no adverse event. The event involved product(s) mmt-1712w. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712w the product was returned for analysis.